Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, lot#, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. On july 20, 2018, it was reported that the incorrect blades were placed on the devices. The device is not being returned by the customer. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number: (B)(4) once as documented in the repair reports in livelink. The last repair was march 9, 2012 where it was reported that the device skips and the head, control bar, thickness control lever, reciprocating arm, bearings, seal, retaining ring, motor, poppet assembly, o-ring, throttle lever and swivel were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet surgical was not performed due to the device not being returned by the customer. The device was retired by the customer and replaced with a new dermatome. Repair of the air dermatome was not performed by zimmer biomet surgical due to the device not being returned by the customer. The device was retired by the customer and replaced with a new dermatome. The reported event "the incorrect blades were placed on the device" was non-verifiable since the device was not returned to zimmer biomet surgical by the customer. The device was retired by the customer and replaced with a new dermatome. The root cause of the incorrect blades being placed on the device could not be determined with the provided information since it is unknown how the account put the incorrect blades on the product. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incorrect blade was placed in dermatome. Event occurred during surgery and there was a three inch laceration. The laceration had to be sutured. No additional consequences were reported as a result of this malfunction.